Event description:
It is reported that the device was implanted in 1997. Post-op x-ray showed eccentric wear of liner. Device was revised in 2008.

Manufacturer narrative:
Evaluation summary: pt age, build, weight and activity level are not known. No engineering analysis can be done with available info. No product or x-rays were returned for review. The device history records indicate that the device was manufactured and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.